Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates one lead was explanted and replaced and a new lead was added for new pain.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the lead migrated following a car accident. According to records, a surgical procedure took place on (B)(6) 2020. No further information available at this time.